Manufacturer narrative:
The initial MDR 2432235-2016-00143 was filed on (B)(6) 2016. The first supplemental MDR 2432235-2016-00143_s1 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2432235-2016-00143 was filed on march 28, 2016. In the initial MDR 2432235-2016-00143, the event date and date of the report were captured as (B)(6) 2016. The correct date for the event date and date of report is (B)(6) 2016.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated multiple times on the same instrument and one of the repeat results was falsely elevated and the other repeat results were lower. The lower repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.